Event description:
It was reported that the patient received inappropriate shocks due to the defibrillator discriminator not filtering properly for supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).